Event description:
The pt along with a distributor contacted lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings were 500 mg/dl, 159 mg/dl, 209 mg/dl, and 159 mg/dl within 10 minutes (not within lifescan criteria for precision) no medical attention was received; the pt took insulin after use of the meter. The customer care rep performed troubleshooting and the pt did not know to set the code, did not know if it had been set correctly, was not cleaning the puncture site correctly and stores the strips incorrectly. This would rule out the issue with precision. The pt also stated they could not read the numbers on the display. Due to the display issue the event is reported as product malfunction. The meter was replaced and return expected.